Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Right knee, patient bmi 28.5, revised due to pain. Revision identified as "2012 tka". Also reported that "pain became bad".